Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The occlusion test and excessive no delivery test could not be performed due to the prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he experienced high blood glucose of 537 mg/dl. He had excessive thirst and fatigue. He had not treated and was going to contact the doctor for back up plan. The drive support cap is recessed. The settings and bolus history were accurate. The customer complained about the insulin pump not delivering insulin properly. The insulin pump was replaced and returned for analysis.